Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed internal left ventricular assist device (lvad) fault alarms. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, the internal lvad fault alarms resolved after a pump reset. The submitted controller event log file contained relevant events on 24apr2025 from 15:45:45 ¿ 19:09:39, per the timestamps. A continuous lvad internal fault was captured throughout the file; the alarm was associated with e2p_crc lvad fault flags, indicating an lvad communication issue. A specific cause for the lvad internal fault alarm could not be conclusively determined through this evaluation; however, it did not appear to impact pump function. The driveline was disconnected at 19:09:38, appearing consistent with the reported controller exchange, and the pump remained off for the remainder of the file. Additional log files were submitted after the system controller was exchanged, containing relevant events from 24apr2025 at 19:04:24 ¿ 25apr2025 at 08:53:12. The pump ramped up to the stored patient speed without issue shortly after the driveline was reconnected to the controller. No other notable events or alarms were captured, and the pump appeared to be functioning as intended at the stored patient speed after the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the left ventricular assist device (lvad) fault alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported about the observation of a blurry display on primary system controller on (B)(6) 2025 morning. The system controller exchange was performed in the evening of (B)(6) 2025. The exchange went well. The pump booted as expected; the patient was doing fine since then. The patient went to the clinic on (B)(6) 2025. A ventricular assist device (vad) coordinator confirmed an issue with the display. It was lighting up but there was no text visible. A self-test was performed, confirming the issue. Log file review revealed a left ventricular assist device (lvad) fault alarm was confirmed, persisting at least since (B)(6) 2025, 3:45 pm. After system controller exchange, the lvad fault alarm resolved. Additional log files were submitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.